Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The account found the side rail is missing the push rod. The account replaced the side rail push rod to resolve the issue.